Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Another cartridge was loaded and the alarm did not reoccur. The customer also reported that the pump had been making louder noises and thought that the noise was related to the cartridge alarm. The customer's blood glucose level was 182 mg/dl.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the reported cartridge alarm 19 was verified. No failure was identified with the reported noise.